Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument for three (3) patient samples. Patient a: the initial test was performed with tube cap and a result of 2.43 ng/ml was obtained. The sample was retested without tube cap and repeated result was 0.41ng/ml. The sample was tested on a different instrument in the customer's lab and an accu tni result was 0.07 ng/ml. Patient b: the initial run was performed with tube cap and a result of 1.52 ng/ml was obtained. The original sample was retested on the lxi and the different instrument and results were: 0.07 ng/ml and 0.06 ng/ml respectively. Patient c: originally, the sample was tested with tube cap and result was 2.23 ng/ml, and 0.62 ng/ml when tested with cap. A result of 0.42 ng/ml was obtained when sample was tested with nesting cup. The sample was tested on the different instrument and accu tni results were: 0.01 ng/ml, 0.03 ng/ml and 0.02 ng/ml. The erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications before and after the event. A system check performed in 2008 passed. The specimens were collected in plastic, bd lithium heparin tubes and were centrifuged at 4,200 rpm for 10 minutes at room temperature. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and noted the instrument's cover was slightly open. The fse performed a preventive maintenance (pm) to the instrument. The fse conducted a system check and qc. The fse replaced closed tube accessing (cta) probe, piercing probe, and syringes. The fse ran carry-over testing. The fse verified instrument per established procedures and results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.